Manufacturer narrative:
Device investigation confirmed the reported intermittent short circuit between some implant channels. Measurements performed in storage area before shipment is within expected limits and DHR review did not reveal any abnormalities, thus the device was released according to specifications. The observed intermittent short circuit is likely due to a technical failure of the active electrode. The investigation results appear to match the problems mentioned in the report. This is a final report.

Event description:
Recipient was implanted on (B)(6) 2019. After insertion affected channels were observed. A device deficiency was alleged. The recipient was re-implanted with a new device on (B)(6) 2019, there were no difficulties with insertion. The recipient was taken out of anaesthesia after implantation of the initial device and was put under anaesthesia again for re-implantation of the new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After insertion of the array, in situ measurements showed affected channels. The recipient was re-implanted with a new device on (B)(6) 2019.